Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Email: I have had quite a few malformed needles in my last order of four boxes 100 ea, ref 320743 lot 4184028 mfg 2024-08-01 exp-2029-07-31 (B)(4). I'm requesting 1 replacement box or voucher, thank you. Email sent to consumer requesting additional information. Lot #: 4184028 catalog #: 320749 date of event: unknown samples: sending mail kit. Vcoyne 30april2025 update/additional information from customer care u.s. - "my previous email explained that they will not allow insulin to pass through the needle at the beginning of the injection or becomes occluded part way through the injection I have not saved any of the defective products but will in the future."